Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 253, 247, 195, 178 and 169 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 02/25/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 253 mg/dl date: (B)(6) time: 10:34am fasting. Result 2: 247 mg/dl date: (B)(6) time: 10:32am fasting. Result 3: 195 mg/dl date: (B)(6) time: 9:56am fasting. Result 4: 178 mg/dl date: (B)(6) time: 9:48am fasting. Result 5: 169 mg/dl date: (B)(6) time: 9:37am fasting.

Manufacturer narrative:
Sections with additional information as of 26-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.